Event description:
Per report, the edward's representative was informed that the patient experienced a stroke, of unknown cause at this time, 9 days after the transfemoral successful deployment of a sapien valve.

Manufacturer narrative:
Per the instructions for use (IFU) for the sapien valve, permanent or transient neurological events are potential adverse effects associated with the transaortic valve replacement (tavr) procedure and the use of the bio-prosthetic valve. There is risk of tia or stroke after tavr due to dislodgement and subsequent embolization of debris from aortic arch atheroma or from the calcified valve itself. In addition to these procedural factors, there are patient factors that predispose the patient to stroke. Major risk factors for tia and stroke include hypertension, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this particular case, multiple investigational attempts have been performed, however per the medical facility, additional information regarding this event is not available. The device history record (DHR) review for the valve shows that the device met specifications prior to distribution of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.